Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction-section b5: should have been "it was reported patient lost weight causing the ipg to flip in the pocket site. The patient experienced pain and discomfort at the ipg site due to the issue. In turn, surgical intervention was undertaken on (B)(6) 2021 to address the issue. During the procedure, surgeon discovered the leads were twisted and coiled around the ipg. The leads were explanted and replaced and the existing ipg was sutured in to address the issue. The surgery was extended by about two hours" instead of "it was reported patient lost weight causing the ipg to flip in the pocket site. The patient experienced pain and discomfort at the ipg site due to the issue. In turn, surgical intervention was undertaken on (B)(6) 2021 to address the issue. During the procedure, surgeon discovered the leads were twisted and coiled around the ipg. The leads were explanted and replaced and the existing ipg was sutured in to address the issue. The surgery was extended by about two hours."

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-05441, 3006705815-2021-05442. It was reported patient lost weight causing the ipg to flip in the pocket site. The patient experienced pain and discomfort at the ipg site due to the issue. In turn, surgical intervention was undertaken on (B)(6) 2021 to address the issue. During the procedure, surgeon discovered the leads were twisted and coiled around the ipg. The leads were explanted and replaced and the existing ipg was sutured in to address the issue. The surgery was extended by about two hours.